Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred frequently: every day (B)(6) 2025. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour rarely - once per week or less within the investigation window. The probable cause was the transmitter and app were unable to restore the connection. No injury or medical intervention was reported.